Manufacturer narrative:
The review of the manufacturing data shows that: the raw material of the anatomic® insert complies with the iso 5834-2 standard. The raw material of the anatomic® tibial base plate complies with the iso 5832-4 standard the review of the manufacturing history records shows that the devices have been manufactured according to our specifications and drawings. 100% of the parts have been inspected during manufacturing process and no anomaly was detected. The review of the internal vigilance database reveals that no other incident was reported related to the same batch number of the tibial base plate and insert. The review of the internal vigilance database since 2014 reveals that the incident rate related to per-op assembly of anatomic tibial base plate / insert is 0.008% the visual analysis of the returned devices showed: on the posterior part of the insert: presence of a mark on the posterior side which shows that the dovetails were not properly engaged before the impaction. On the anterior part of the insert: deformations of the clipping beads made during the impaction and the extraction of the part. The hypothesis is that the insert was not properly pre-positioned on the tibial base plate (off-center and with on angle). There was therefore a conflit with the flange of the base plate which prevent the clipping. In conclusion and according to the elements in our possession, the exact origin of the incident cannot be established.

Event description:
During the surgery on (B)(6) 2021, the anatomic fixed bearing insert couldn't be impacted inside the tibial baseplate. The surgeon implanted a tibial insert with an higher thickness (thickness 12 instead of thickness 10 planned for surgery). Associated devices: anatomic tibial base plate for fixed bearing insert cementless ha coated size 3 (reference: (B)(4), batch number: 308939). Anatomic posterior stabilized femoral component cementless ha coated size 4 right (reference: (B)(4), batch number: 313919).